Event description:
It was reported that within minutes post implant it was determined the right atrial (ra) lead had perforated the right atrium. The perforation resulted in pericardial effusion with tamponade and atelectasis. The patient coded and cardiopulmonary resuscitation was initiated; the patient underwent emergent pericardiocentesis and surgical intervention to repair the right atrium. The event was reported from the surescan post approval clinical study. The ra lead remains in use. No further patient complications have been reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Information received included a 3500a report and section f has been updated to reflect the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced severe hypoxemia, metabolic and respiratory acidosis, and cardiogenic shock.